Event description:
The olympus mobile workstation is designed to be used with a range of olympus equipment to facilitate gi endoscopy, endosonic ultrasound, respiratory and surgical endoscopic procedures. Olympus has been made aware that during an unspecified diagnostic procedure the plug of the power cable of the subject device smoked and one of the plug pins had melted and was left in the power supply outlet on the wall of the hospital. There is no report of injury to pt or user and this report is being submitted in an abundance of caution.

Manufacturer narrative:
Initial investigation by olympus (B)(4) field service engineer found that the power supply outlet on the wall was burnt. The power cable and plug are due to be returned to keymed ltd to enable to full investigation to take place. There is no report of injury to pt or user and this report is being submitted in an abundance of caution.